Manufacturer narrative:
(B)(4).   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported via user/facility medwatch# (B)(4) that guide wire distal tip detachment occurred. The target lesion was located in a coronary artery. A 185cm pt²¿ guide wire was advanced to cross the lesion. However, it was observed that the wire was fractured and the distal tip was left inside the patient's body. The component was not removed and was planned to have the procedure back in four to six weeks as the procedure was unsuccessful. No patient complications were reported.